Event description:
Patient had left mca-bifurcation aneurysm embolized with five pc-400 coils on (B)(6) 2013. Six weeks later, the patient experienced an acute ischemic thrombotic cva, in which the patient was hospitalized and discharged with no further episodes after the symptoms resolved. The event was reported as having ¿uncertain¿ relationship to the device, procedure and aneurysm disease state. The site reported that ¿as the cause of the cva is unknown, it cannot be determined if the pc-400 coils may have thrown off a thromboembolism, or if the aneurysm disease state resulted in a thromboembolism, or some other means.¿

Manufacturer narrative:
Conclusion: acute occlusion are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00221, 3005168196-2013-00222, 3005168196-2013-00223, and 3005168196-2013-00224. Device implanted in patient.